Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient wasn't sure if the leads were replaced. They had to check with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, product type: lead. Product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was still not emptying their bladder and they thought changing the leads was the next step. The leads were replaced two weeks ago and they found nothing wrong with the leads. No further complications were reported/anticipated. See related MFR report: #3004209178-2017-08202.